Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip separation occurred. During a ureteric stent placement procedure, an accustick ii introducer sheath was selected for use. However, the tip of the wire came off. The tip was successfully retrieved from the patient. No patient complications reported. The patient is completely stable and is continually monitored.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. An examination of the guidewire found the core wire to be broken at approximately 11.5 cm from the distal (floppy) end. The guidewire was bent in numerous places and the distal (floppy) end was curled and twisted. An examination of the floppy end found the coil wire stretched so that core wire was partially exposed. The ball weld was intact and the coil wire was unbroken. The proximal (stiff) end was properly rounded and without issue. The fractured ends of the core wire were examined under magnification and were found to be necked down and deformed. The fracture surfaces show evidence of failing while undergoing tensile and/ or bending stress. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip separation occurred. During a ureteric stent placement procedure, an accustick ii introducer sheath was selected for use. However, the tip of the wire came off. The tip was successfully retrieved from the patient. No patient complications reported. The patient is completely stable and is continually monitored.